Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The unit returned has coil unraveled , as part of overall visual revision. The coil was found kinked, stretched and with the interlocking arm separated, also the coil lost some fibers. The interlocking arm of the coil was not returned. The coil zap tip was microscopically inspected and no anomaly was noted. All the dimensions that could be measured were found to be in specification except for the fiber bundles due to the stretched coil. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that the coil unraveled in the vessel. The target location was in the groin. An 8mm x 20cm interlock was used for testicular embolization procedure. During procedure, the coil unraveled in the blood vessel. Snaring was done to retrieve the coil. The procedure was completed with another of the same coil. No further patient complications reported and the patient's condition was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that the coil unraveled in the vessel. The target location was in the groin. An 8mm x 20cm interlock¿ was used for testicular embolization procedure. During procedure, the coil unraveled in the blood vessel. Snaring was done to retrieve the coil. The procedure was completed with another of the same coil. No further patient complications reported and the patient's condition was stable.